Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 396mg/dl and diabetic ketoacidosis. The customer had a virus and vomiting and treated with insulin drip. Customer indicated that their doctor has been contacted and their blood glucose value was 216 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was assisted with the bolus wizard and was found that the bolas wizard was operating as designed.